Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: who fired the device and what is his/her experience? The surgeon, 1st time to use our product . Where did the surgeon find tissue with a partial cut line? Rectal. Were there any malformed staples in one area or circumferentially? One area, did not finish the firing, as fired and at the same time, the adjusting knob turned automatically. While firing the device, can you estimate how many rotations the adjusting knob turned automatically? Unknown, but the surgeon said the orange indicator was out of the green range. How was the procedure completed? Suture was used to sew distal rectum. It was failed to preserve the anal sphincter. Used fistula to complete the surgery. Where in the green range was the device fired? Unknown . Did the surgeon receive any audible or tactile feedback in initial firing? No , the cutting washer was not cut off what is the current patient status? Is stable and left from hospital.

Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: who fired the device and what is his/her experience? The surgeon, 1st time to use our product . Where did the surgeon find tissue with a partial cut line? Rectal. Were there any malformed staples in one area or circumferentially? One area, did not finish the firing, as fired and at the same time, the adjusting knob turned automatically. While firing the device, can you estimate how many rotations the adjusting knob turned automatically? Unknown, but the surgeon said the orange indicator was out of the green range. How was the procedure completed? Suture was used to sew distal rectum. It was failed to preserve the anal sphincter. Used fistula to complete the surgery. Where in the green range was the device fired? Unknown. Did the surgeon receive any audible or tactile feedback in initial firing? No , the cutting washer was not cut off. What is the current patient status? Is stable and left from hospital.

Event description:
It was reported that during an open rectal resection procedure after transverse rectum with curved cutter stapler, the device was used for colonic and rectal anastomosis, after fired, found tissue with partial cut line and malformed staple line with irregular shape. During firing, the surgeon found the adjusting knob was rotating automatically. The cutting washer was not fully cut and the donut with malformed staples with irregular shape. Changed another like device, the event re-happened. Suture was used to sew distal rectum. The surgery delayed about 30 minutes. It was failed to preserve the anal sphincter. Used fistula to complete the surgery. The patient is stable in hospital.